Event description:
The lay user/pt contacted lfs on (B) (6), 2010 alleging that her one touch ultra 2 meter does not power on. The pt mentioned that she first noticed the issue on (B) (6), 2010 at around 10:00 pm. She does not recall when the symptoms began; however, mentioned she felt bad and was "trembling". She then ate more food/drink. She did not seek any further medical attention or contact her physician for assistance. The pt mentioned that her meter would not power on even when inserting a test strip into the meter. The pt was using the correct vial test strips. Based on the info provided, the battery did not need to be replaced. Issue was not resolved via troubleshooting. The complaint is being reported since the pt alleged that due to the meter not powering on, she developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.